Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose level was 10 mmol/l. The customer also reported that the insulin pump had unspecified alarm. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump was received with cracked keypad overlay and a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to confirm frozen screen and absence alarm unspecified due to blank display. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly.